Manufacturer narrative:
The account will install brake casters and a brake steer upgrade kit to resolve ths issue.

Event description:
The account alleged that the brake casters will lock but still swivel whenever the stretcher is pushed. No pt impact.